Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction no image, white screen and error e227 (scope communication error), wass traced to component failure. However, the cause of the dirty objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for inspection. During testing, the service technician identified that the device had dirt on the objective lens, no image output, an e227 (scope communication error), and the monitor displayed a white screen. There was no patient involvement.